Event description:
It has been reported that when the device was attempted to be used for a patient use event, the pads were expired and the user was not able to use the device. The patient did not survive.